Event description:
While on an incline end users hand slipped off of m71 power wheel chair and he fell out. He reported he was not wearing his positioning belt. End user sought medical attention and reported a broken finger as a result of this incident. End user also reported both motors are leaking grease.